Event description:
A customer reported cgm error 42 with their g7 sensor. There was no adverse impact to the customer¿s blood glucose level. The customer was guided by technical support to perform a pump reset, which resolved the issue, allowing the customer to successfully start their sensor session again.